Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-11556. It was reported that in stent restenosis occurred. On an unknown date, a 12mmx60mm epic self-expanding nitinol stent was implanted in the moderately tortuous brachiocephalic vein. In (B)(6) 2017, in-stent restenosed was identified. A 12.0 x 40 75cm mustang¿ balloon catheter was advanced to dilate the stent restenosis. However, upon inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a 10x40x75cm mustang balloon catheter. No further patient complications were reported and the patient's status was stable.